Event description:
It was reported that prior to an unspecified procedure, removal difficulties were encountered. Another manufacturer's 0.014 guide wire and the sterling 3.0 mm x 40mm x 135cm balloon catheter were properly prepped without difficulty. The balloon catheter was advanced over the guide wire, however, upon reaching the mid-point of the guide wire the balloon catheter became stuck on the guide wire. The physician applied force to the balloon catheter and was able to remove the device from the guide wire. Following removal, it was noted that the guide wire did not sustain damage. Neither the guide wire nor the balloon catheter entered the patient. A different 0.035 guide wire and another of the same balloon catheter were used to successfully complete the procedure. The pt's status is reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.